Event description:
It was reported that during a pre-use check, the customer found crack on the corrugated tube. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown. No product information has been provided to date. 510k is unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One sample was received in used condition without the original packaging. The sample was visually inspected with a 12 inches distance under normal conditions of illumination. During the visual inspection, it was found that the tube was cracked. During functional testing the tube did not pass the leak test. The root cause was related to manufacturing process. A corrective and preventative action has been opened to address the reported issue. As a preventive action manufacturing personnel were notified by the quality intern as an awareness of the failure mode reported by the customer.